Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing however, found moisture damage to the keypad traces during our visual inspection. The insulin pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump passed the a21 error test. No a21 alarm noted. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer reported waking up in the night with thirst and attempted a bolus for juice and the insulin pump was unresponsive. The customer treated by manual injection and went back to bed. The customer reported putting a new battery in the next day and stated that it did not resolve the issue. The blood glucose reading at the time of the incident was 96 mg/dl. The customer reported that the insulin pump showed no signs of physical damage and that it had not been dropped, bumped or exposed to moisture. The customer reported that the contacts on the battery cap were noted damaged or missing and that the battery compartment and spring were noted damaged or corroded. The customer was advised to insert a new battery and reported that the display returned. However, the act button was unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.